Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 21mm trifecta gt valve was implanted on (B)(6) 2014. On (B)(6) 2022, it was reported that the device was explanted due to aortic valve regurgitation and shortness of breath. Upon explant and examination of the valve, the surgeon noticed a leaflet tear in the non coronary cusp. A new 19mm regent valve was implanted. The patient remain hemodynamically stable for the explant and implant procedure and there was no clinical significant delay and extended bypass time as the result of this event. No patient consequences were reported.

Manufacturer narrative:
Device updated from 21mm trifecta gt valve to a 21mm trifecta valve. D1: brand name corrected. D4: catalog number and UDI number corrected.

Event description:
Subsequent to the previously filed report, it should be noted that it was a 21mm trifecta valve implanted on (B)(6) 2014. Not a 21mm trifecta gt valve.

Manufacturer narrative:
Explant due to aortic valve regurgitation and shortness of breath was reported. The investigation found a tear in leaflet 3. There was an incisions in leaflet 2. The sewing cuff was fractured at leaflet 2. There was fibrous pannus ingrowth on the inflow surface of leaflets1 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate mild degenerative changes at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
N/a.